Event description:
It was reported that this patient presented to the emergency department, as they had passed out in a store. Device review indicated that there was an episode with noise on both the shock and pace portions of the right ventricular (rv) lead. The noise was oversensed for approximately one to two seconds. All lead measurements were in range and steady. It was noted that there have been previous episodes with noise that were myopotentials; however, this noise appeared to be non-physiologic. Further review of events revealed that there was a gradual increase in amplitude, which might indicate that the patient was approaching an electronic article surveillance (eas), in the store. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.